Event description:
A pt states, pt was in a mva on (B)(6) 2007 and suffered bilateral ankle fractures. On an unk date after the accident, pt was implanted with unk hardware by an unk surgeon at an unk hospital. Pt allegedly developed chronic osteomyelitis in the right foot/ankle and at some point the unk hardware broke. On (B)(6) 2009, pt underwent an operation to remove the hardware and was revised to a right ankle fusion with fibular autograft.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.